Manufacturer narrative:
Additional device product code: ktt. Without a valid lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Information reported on maude report: device broke during insertion; device not considered implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Mw5083617.

Event description:
This report is against maude report medwatch number mw5083617. The only information contained in this report is correction or additional information. Concomitant device reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).